Event description:
During product evaluation by a baxter service technician, an ipump was found to contain a delaminated keypad on the front case. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4) . The cause was identified to be a delaminated keypad on the front case. The device was returned unrepaired at the customer's request. If any additional information is received, a follow-up will be sent.